Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Also received with missing end cap sticker. No unexpected numbers scrolling during testing. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 351 mg/dl. Troubleshooting was performed. The device was returned for analysis.